Event description:
It was reported the right ventricular lead impedance had risen to 1408 ohms and the threshold had risen. It was also reported that the sensing integrity counter had registered 22 short v-v intervals. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The visual inspection however, noted that the defib conductor was distorted, the outer tubing overlay was breached and there was blood/fluid in the helix mechanism. The full lead was returned for evaluation.